Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The physician confirmed that the pace/sense coil was fractured. The lead was partially abandoned and a new lead was successfully implanted. A portion of the lead that was removed from the patient; however, will not be returned as it was sent to the hospital's pathology department. No additional adverse patient effects were reported other than the replacement procedure. The device remains implanted.